Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause of the leak appeared to be manufacturing related due to the location and characteristics found at the leak site. One 22g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. A semi-circumferential breach was observed in the extension tubing. It appeared that the tubing was pinched, which likely occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: we have had another episode with a leaking IV catheter at the j loop with the same lot number. I mailed the previous catheter out on tuesday, the second one is in my office and we have pulled the remaining catheters with that lot number from the pre-op area. (B)(6) any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, but patient required additional IV start. Can you please provide an exact date of event in format dd-mm-yy? 21-nov-2024.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.